Event description:
Health care facility reported that a patient with a cvc PICC catheter had an irritated, raised, ulcerated area around the PICC insertion site with yellow slough that was hard to wipe off. The facility reported that the dressing and catheter were removed, area was cleansed with alcohol and a sterile 2x2 was secured with kerlix wrap. The facility reported that the skin reaction healed.

Manufacturer narrative:
Method: other. Conclusions: other, device or lot code not provided to manufacturer for evaluation. Complaint type will be monitored. Samples of similar complaints have been analyzed and all testing showed complaint product was within product specifications. The insert provides the following information on observation and when dressing should be changed. Site care: the site should be observed daily for signs of infection or other complications. If infection is suspected, remove the dressing, inspect the site directly, and determine appropriate medical intervention. Infection may be signaled by fever, pain, redness, swelling, or unusual odor or discharge. Change the dressing as necessary, in accordance with facility protocol; dressing changes should occur at least every 7 days, per current cdc recommendations, dressing changes may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised.